Manufacturer narrative:
The insulin pump was received with operational currents within specifications and passed self test and displacement test. Unexpected battery power loss alarms due to connector resistance issue on the printed circuit board. No blank display anomalies, replace battery alert or replace battery now alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received replace battery now alarm and after battery was replaced screen went blank. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.